Event description:
Customer reporting what they feel are 2 false positive results. Customer states they were also positive by other rapid antigen tests but feels they should be negative as it has been 3 months since they first had covid. No conflicting test results have occurred and no confirmation (pcr) testing has been performed. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.